Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the complaint by reviewing of analyzer printouts, but did not attempt to reproduce the complaint due to identifying contamination within the wash and diluent systems. Fse also suspected the diluent pump was not operating efficiently due to observation of an audible noise coming from the pump. Fse validated the analyzer by performing a decon on the wash and diluent system, primed all fluids, performed daily startup and ran quality controls for fsh with all results in range. Customer also performed quality control for e2 and prog iii with all results in range. The aia-900 analyzer is functioning as expected. No further action required by field service at this time. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11671907. There were no other similar complaints found during the searched period. The st-aia pack fsh analyte application manual states the following: limitations and procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The st-aia pack e2 analyte application manual states the following: limitations and procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The st-aia pack prog-iii analyte application manual states the following: limitations and procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause of the reported event was due to failure of the diluent pump.

Event description:
A customer reported out of range quality control (qc) for fsh, e2 and prog iii on the aia-900 analyzer. The customer recalibrated and made new qc, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issues which caused a delay in reporting estradiol (e2), follicle stimulating hormone (fsh), and progesterone (prog iii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.